Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The guidewire was returned stuck in the device and protruding from the tip approximately 15cm and protruding from the proximal end approximately 145.5cm. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The tip was dissected and showed that the device had been run too far distal and the tip and bushing had been run over the coils of the guidewire tip. Functionality was completed by connecting the device to the jetstream console per the directions for use. The device did not function as designed due to the coil interference. Inspection of the remainder of the device, revealed no damage or irregularities. The directions for use (dfu) state during treatment, do not allow catheter tip within 10.0 cm of spring tip portion of the guidewire. Interaction between the catheter tip and this portion of the guidewire may cause damage to or detachment of the guidewire tip or complicate guidewire management, which could lead to injury to the patient. The dfu also lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was an unidentified filter wire guidewire. Filter wires are not on the compatible guidewire list per the dfu. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Compatible guidewires: jetwire 0.014 in (0.36 mm) 300 cm thruway 0.014 in (0.36 mm) 300 cm abbott vascular hi-torque spartacore abbott vascular hi-torque iron man 0.014.

Event description:
It was reported that catheter had a loss of rotation. A 2.1mm jetstream xc catheter and a 2.4mm jetstream xc catheter were selected for an atherectomy procedure. A non-bsc embolic protection system was used with a 315cm non-bsc wire. The first catheter became stuck on the guidewire. The second catheter was winding down and coming to a stop. An angioplasty balloon was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that catheter had a loss of rotation. A 2.1mm jetstream xc catheter and a 2.4mm jetstream xc catheter were selected for an atherectomy procedure. A non-bsc embolic protection system was used with a 315cm non-bsc wire. The first catheter became stuck on the guidewire. The second catheter was winding down and coming to a stop. An angioplasty balloon was used to complete the procedure. There were no patient complications reported.